Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2017865-2021-10760, 2017865-2021-10761. It was reported that the right ventricular (rv) lead was noticed to be malfunctioning. The right atrial (ra) lead was noticed with a fracture. The patient presented for lead revision procedure. Upon disconnecting the ra and rv leads, the ra lead was confirmed with fracture, increased impedance, and a lot of electrical interference. The rv lead testing showed signs of fracture with intermittent elevated impedance and failure to capture consistently. The ra and rv leads were capped and replaced. Upon connecting the new replacement leads to the pacemaker, there was a malfunction with one of the screws, which would not deploy and secure the lead to the device header. The pacemaker was explanted and replaced. The patient tolerated the procedure well.